Manufacturer narrative:
Device evaluation of battery packs (B)(4) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery packs. Upon investigation of monitor sn (B)(6) contamination was found on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor returned a monitor and reported monitor was unable to complete essential performance testing.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete essential performance testing.

Manufacturer narrative:
Upon investigation of monitor sn 07018328 contamination was found on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.